Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of peritonitis was not reported. The patient was hospitalized for the event. Treatment and outcome of the peritonitis event was not reported. The patient was discharged from the hospital and the action taken with dianeal therapy was not reported. Additional information was requested, but is not available at this time.